Event description:
When the bathtub was almost full while filling it, one of the suspending bolts detached, upon which the bathtub cracked, resulting in the tilting of the foot-end of the tub until it touched the floor. The bath was at its lowest position and no persons present (caregivers) were injured. (No patient was involved). (B)(4).